Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to legs 1 and 16 of integrated circuit, designator u1, of the digital pcb assembly, having lifted. The device was destructively tested.

Event description:
The customer contacted physio-control to report that their device was delivering monophasic defibrillation shocks, instead of biphasic. This would result in partial loss of defibrillator output energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was delivering monophasic defibrillation shocks, instead of biphasic. This would result in partial loss of defibrillator output energy. There was no patient use associated with the reported event.